Event description:
The user reported that pad was not working right and shocked him. Upon further investigation, we found that the cord had been severed.

Manufacturer narrative:
The user reported that pad sparked. Upon further investigation, we found that the cord had been severed by an external source. Our investigation shows the sparking occurred as the cord was severed. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.